Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep could not duplicated the problem.

Event description:
It was reported that the 9800 system is not producing fluoro when the fluoro button is being pushed. No pt injury was reported.